Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The investigation found the devices to function normally and within specifications. The devices were activated twenty times on a saline soaked towel with acceptable results and a visual seal effect was observed. The devices functioned normally when activated in the vl mode. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use(IFU) states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the sleeve gastrectomy, the seal cycle was completed, but when cutting, the vessel bled minimally. Occurred 5-10 second post sealing at the short gastrics near the antrum of the stomach. There was no re-grasp alert, but there was an end tone and evidence of energy delivery. There were successful seals made before the issue occurred. The surgeon was able to stop bleeding with ligasure device. There was no patient injury.